Event description:
It was reported that two days after the implant of this right ventricular (rv) lead, the patient started experiencing diaphragmatic stimulation. Loss of capture was identified and pacing impedance measurements decreased but remained within normal limits. Amplitude of r-waves was reported as 8.5 mv unchanged. It could not be definitely confirmed if the adverse event was caused by a perforation or a micro dislodgement as the x-ray image looked similar to implant. The patient underwent a surgical intervention to reposition the lead. No additional adverse patient effects were reported.